Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the power of the device appeared to be weak was confirmed. An assessment was performed and it was determined that the device had a non-anspach hose on it (hose damage), an air leak, the component was loose, and was worn. Due to the device being tampered with/unauthorized repair, the testing was suspended due to safety concerns. However, it was observed that the hose was not crimped properly. It was further determined that the device failed pretest for visual assessment, muffler tube assessment, and loctite assessment. The assignable root cause was determined to be traced to failure to follow instructions which is user error.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the power of the motor appeared to be weak and it took an abnormal amount of time to burr a hole. It was reported that there was a 5-10-minute delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.